Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump was received with all buttons responding properly. No unexpected delayed button response noted. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Set up and activated the easy bolus feature and basal delivery profiles and verified proper operation. Insulin pump was programmed with test guardian 3 link and a test transmitter. The insulin pump communicated properly with the sensor and test transmitter. The display showed the calibrate your sensor alarm properly after completion of the warm up. Insulin pump calibrated to the programmed test value, 122 mg/dl and 125 mg/dl, properly and displayed correctly on the display graph. No unexpected sensor calibration, communication errors, or alarms noted during testing. No damage or moisture damage on keypad assembly and no unlocked printed circuit board keypad connector noted during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.